Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The extension set was being used to deliver an unspecified anesthetic medication. The male adapter of a stopcock was connected to the female adapter of the extension set. The male adapter of the extension set was connected to the female adapter of the patient's 20 gauge IV catheter. It was reported that when the anesthesiologist was delivering a bolus of medication through the stopcock, the male adapter of the extension set "popped off" from the IV catheter. An unspecified volume of blood loss was noted. It was reported that the anesthesiologist reconnected the male adapter of the extension set to the IV catheter, taped the connection, and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).